Manufacturer narrative:
Sanofi company comment dated 10-dec-2019. Patient received synvisc one and later experienced for pseudo septic reaction with pain that was fluctuated back and forth from knee to knee, knees ballooned up that resulted in walking to be difficult i.e. Patient was walking like a duck or with a limp for which crutches were used. Based on available information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patient's underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Walking to be difficult/she was walking like a duck or with a limp [difficulty in walking] pseudo septic reaction [pseudosepsis] ([swelling of r knee], [aching (r) knee], [radiating pain]). Sed rate and wbc count were both elevated [sedimentation rate increased]. Sed rate and wbc count were both elevated [wbc increased]. Case narrative: this case was linked to case (B)(4) (multiple devices, left knee). Initial information received on 05-dec-2019 from united states regarding an unsolicited valid serious case received from a patient. This case involves an unknown age female patient who experienced pseudo septic reaction (latency: same day), walking to be difficult/she was walking like a duck or with a limp (latency: 6 days), sed rate and wbc count were both elevated (latency: unknown), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). It was reported that before synvisc one, the patient one knee was worse. The patient had used synvisc-one 18-24 months prior. The patient's past medical vaccination(s), concomitant medication(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 6ml, frequency once (batch: unknown) (information for batch number was requested) in her right knee for arthritis. The same day, patient was diagnosed with pseudo septic reaction. This event was assessed as serious and was leading to intervention. On (B)(6) 2019, after 6 days of administration of injection, the patient's knees ballooned up which caused walking to be difficult (disability and required intervention). On an unknown date in (B)(6) 2019, since receiving injection, patient's knees had been horrible with the pain fluctuated back and forth from knee to knee (latency: unknown). The patient was given crutches to use soon after the injection, was walking like a duck or with a limp. It was reported that her inflammation was not as bad as initially after the injections (latency: unknown). These events were assessed as serious and were leading to intervention. The patient was advised by her orthopedist to visit urgent care and it was observed that her sed rate (red blood cell sedimentation rate) and wbc (white blood cells) count were both elevated (onset date: 2019 and latency: unknown). It was reported that they were concerned about patient having an infection. However, the urgent care was unable to aspirate the fluid in the knee for testing. The patient was then sent to the emergency department where they were able to aspirate the fluid. The aspirated fluid was sent for testing that revealed no sign of infection. The orthopedist ruled out rheumatoid arthritis and gout. On (B)(6) 2019, patient saw her orthopedist and reported that her problem had not improved. The same day, she was injected triamcinolone in her knee by her orthopedist. The patient reported she had tried ice and anti-inflammatory medications but they had not helped. The patient was seeking help regarding her medical bills since she was diagnosed with complications after receiving hylan g-f 20, sodium hyaluronate. Action taken: not applicable for all events. Corrective treatment: ice, anti-inflammatory medications, triamcinolone and crutches for walking to be difficult/she was walking like a duck or with a limp; ice, anti-inflammatory medications and triamcinolone for pseudo septic reaction; not reported for rest. Outcome: not recovered for all of the events. A product technical complaint was initiated and results were pending for the same.

Manufacturer narrative:
Sanofi company comment dated (B)(6) 2019. Patient received synvisc one and later experienced for pseudo septic reaction with pain that was fluctuated back and forth from knee to knee, knees ballooned up that resulted in walking to be difficult i.e. Patient was walking like a duck or with a limp for which crutches were used. Based on available information provided, causal role of suspect product cannot be excluded. Case will be re-evaluated post further update on the patient's underlying disease conditions, past medical and drug history, concurrent illnesses and concomitant medications.

Event description:
Walking to be difficult/she was walking like a duck or with a limp [difficulty in walking] pseudo septic reaction [pseudosepsis] ([swelling of r knee], [aching (r) knee], [radiating pain]), sed rate and wbc count were both elevated [sedimentation rate increased], sed rate and wbc count were both elevated [wbc increased]. Case narrative: this case was linked to case (B)(4) (multiple devices, left knee). Initial information received on 05-dec-2019 from united states regarding an unsolicited valid serious case received from a patient. This case involves an unknown age female patient who experienced pseudo septic reaction (latency: same day), walking to be difficult/she was walking like a duck or with a limp (latency: 6 days), sed rate and wbc count were both elevated (latency: unknown), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). It was reported that before synvisc one, the patient one knee was worse. The patient had used synvisc-one 18-24 months prior. The patient's past medical vaccination(s), concomitant medication(s) and family history were not provided. On (B)(6) 2019, the patient received intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 6ml, frequency once (batch: unknown) (information for batch number was requested) in her right knee for arthritis. The same day, patient was diagnosed with pseudo septic reaction. This event was assessed as serious and was leading to intervention. On (B)(6) 2019, after 6 days of administration of injection, the patient's knees ballooned up which caused walking to be difficult (disability and required intervention). On an unknown date in (B)(6) 2019, since receiving injection, patient's knees had been horrible with the pain fluctuated back and forth from knee to knee (latency: unknown). The patient was given crutches to use soon after the injection, was walking like a duck or with a limp. It was reported that her inflammation was not as bad as initially after the injections (latency: unknown). These events were assessed as serious and were leading to intervention. The patient was advised by her orthopedist to visit urgent care and it was observed that her sed rate (red blood cell sedimentation rate) and wbc (white blood cells) count were both elevated (onset date: 2019 and latency: unknown). It was reported that they were concerned about patient having an infection. However, the urgent care was unable to aspirate the fluid in the knee for testing. The patient was then sent to the emergency department where they were able to aspirate the fluid. The aspirated fluid was sent for testing that revealed no sign of infection. The orthopedist ruled out rheumatoid arthritis and gout. On (B)(6) 2019, patient saw her orthopedist and reported that her problem had not improved. The same day, she was injected triamcinolone in her knee by her orthopedist. The patient reported she had tried ice and anti-inflammatory medications but they had not helped. The patient was seeking help regarding her medical bills since she was diagnosed with complications after receiving hylan g-f 20, sodium hyaluronate. Action taken: not applicable for all events. Corrective treatment: ice, anti-inflammatory medications, triamcinolone and crutches for walking to be difficult/she was walking like a duck or with a limp; ice, anti-inflammatory medications and triamcinolone for pseudo septic reaction; not reported for rest. Outcome: not recovered for all of the events. A product technical complaint (ptc) was initiated on 05-dec-2019 for synvisc one (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints to determine if a CAPA is required. Final investigation was completed on (B)(6) 2021. Follow up information received on 05-dec-2019 from other healthcare professional. Global ptc number added. Additional information was received on 14-may-2021 from other healthcare professional. Ptc results received and processed.